Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the submitted photograph. A direct correlation between the device and reported urinary tract infection could not be conclusively determined through this investigation. The submitted photo of the patient¿s driveline confirmed superficial damage to the external portion of the driveline, approximately 2¿ from the controller connector. The submitted x-ray of the patient¿s driveline showed some thinning of the braided shield; however, the patient did not experience any alarms consistent with potential wire fatigue or damage. The patient presented with a urinary tract infection. When their device was interrogated, a rubber fissure was observed in the driveline close to the epc connection; it was decided to take the patient to a fluoroscopy to visualize it. Rubber tape was placed around the fissures presented in the driveline as containment measurement. Education/ training was provided to the patient and family on cleaning, care with the device and alarm signs. The patient was at home, has remained hemodynamically stable, and presented less frequent alerts. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20mar2014. The current heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01306. It was reported that when the patient was presented to the emergency department for a urinary tract infection, low voltage alarms and power cable disconnects were observed. The device was interrogated and low voltage alarms and power cable disconnects occurred at different times in the day while connected to the mobile power unit as well as battery power. The alarms were associated with changes in position. Extreme capacity and rubber fissures were observed on the driveline close to the epc connection. The patient did not present with hemodynamic instability. Rubber tape was placed around the fissures presented in the driveline as containment. Epc controller was exchanged. The patient continued to present low voltage alarms and power cable disconnects. The patient remains hemodynamically stable and currently is at home.

Event description:
Related manufacturer report numbers: 2916596-2021-01306, 2916596-2021-03131, and 2916596-2021-03478. It was reported that there were alarms on both controllers. It was determined that audible and visual alarms presented when the patient was connected to the power module. These audible and visual alarms stopped with the exchange of the power module patient cable. The patient reported that they had not detected any further alarms since. However, the patient has yet to attend a follow-up appointment to interrogate the device again and verify the absence of low voltages alarms.